Event description:
During remote follow up, far field r wave oversensing and mode switch was observed on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable with no consequences.